Event description:
The customer reported to olympus, the video system center presented no input/no image. When the serial digital interface (sdi) input was selected, the image appeared. Once the image appeared, the customer was not able to white balance the cysto-nephro videoscope. The customer tried several times and could not white balance the scope. The customer tried a second scope and the white balance worked as intended. No patient harm reported. This report is to capture the reportable malfunction of no input/no image.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was transferred to olympus repair to send the scope in for repair. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. Based on the results of the device inspection, the cause of the phenomenon could not be identified. Since the reported issue was resolved by selecting serial digital interface (sdi) input, the problem was likely the monitor. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.